Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of bruise, discomfort, and migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) began to experience discomfort, bruising and could feel the ins poking as if it rotated. It was confirmed the ins was not protruding through their skin nor causing any type of wound or infection. However, for the revision surgery, the physician elected to move the pocket to the contralateral side to avoid pocket issues as the patient previously had three or more non-boston scientific products implanted in the same location. There were no further patient complications noted after the revision.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) began to experience discomfort, bruising and could feel the ins poking as if it rotated. It was confirmed the ins was not protruding through their skin nor causing any type of wound or infection. However, for the revision surgery, the physician elected to move the pocket to the contralateral side to avoid pocket issues as the patient previously had three or more non-boston scientific products implanted in the same location. There were no further patient complications noted after the revision.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.